Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd insyte autog bc wing leaked beyond the blood control. The following information was provided by the initial reporter: possible issue with seal breaking on IV catheters. Cst has expressed that it has happened on several occasions where after IV is inserted and needle removes, the catheter does not control the blood ( or seal is broken) and blood leaks everywhere.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 382623 and lot number 4037547. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional information.